Event description:
It was reported that the programmer generated error message. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. It was indicated on the return paperwork that there were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the reported event. A printed circuit board assembly was replaced.